Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification multiple times after filling the cartridge with insulin during the load process. The customer loaded a new cartridge and was able to complete the load process. The customer's blood glucose (bg) level was 208 mg/dl. It was indicated that the customer drank water and exercise to address bg level. The customer stated that would use alternative therapy until healthcare provider was contacted.